Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown medication (unknown concentration and dose) via an implantable pump. The indications for use (ifus) were noted as intractable spasticity and multiple sclerosis. It was reported that the pump wound site was infected. What led to the event and the diagnostics/troubleshooting performed are unknown. The pump was going to be explanted on (B)(6) 2015. Follow-up has been conducted for drug information (intrathecal and concomitant drugs), the patient's medical history, the cause of the pump wound site infection, diagnostics performed, and resolution details. A follow-up report will be filed if additional information is received.